Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) keypad was not working. The part was replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) keypad was not working. The epg was returned for service. There was no patient involvement.